Event description:
As reported by the edwards lifesciences field clinical specialist, a balloon valvuloplasty was planned for a 23mm sapien 3 valve approximately 2 years and 1 month post-implant in a surgical valve located in the pulmonic position. The patient was symptomatic with dyspnea and fatigue. The valve appeared to have stenosis versus a filling defect, with a mean gradient of 35 mmhg. Intracardiac echocardiography (ice) imaging revealed poor mobility in one of the valve leaflets. Following initial dilation, the valve exhibited moderate-to-severe pulmonic insufficiency, prompting the implanter to proceed with valve-in-valve intervention. The physician performed a second dilation using a 26mm non-edwards balloon (atm pressures unknown). A second 23mm sapien 3 valve was then implanted using the commander delivery system with an additional 3cc added to the balloon. Post-implant, the second valve appeared slightly under-expanded and was subsequently post-dilated with a 24mm non-edwards balloon. Angiography showed no central pulmonic insufficiency. However, a scant central regurgitation-described by the physician as a "tiny whisp"-was observed on echocardiography. The physician deemed the result acceptable and completed the case without further intervention. The patient left the procedure in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Additional information was received as a part of the compassion s3 pas study. Tte 6 months post implant of the first 23mm sapien 3 valve showed mild pulmonic valve (pv) stenosis with pg of 34mmhg. Ttes conducted one year and 1 year, 8 months post implant of the first 23mm sapien 3 valve showed a progression to moderate pv stenosis with pgs of 39mmhg and 38 mmhg respectively. Post valve in valve procedure, "new valve with no stenosis and trace insufficiency, no perivalvar leak by ice." Was indicated.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the compassion s3 pas study and engineer evaluation. The following sections of this report have been updated: additional information added to b5, corrected g2, additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The imagery provided was reviewed by the ew proctor/imager, however limited imagery was provided; therefore, the review was inconclusive. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve leaflet motion restriction, stenosis, and central regurgitation resulting in valve in valve procedure were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Leaflet motion restriction which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had restricted leaflet motion, which could prevent proper leaflet coaptation, resulting in stenosis. As such, available information suggests that patient factors (restricted leaflets) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, a non-ew balloon was used for post-dilating the incident valve due to the stenosis, and the regurgitation was observed after the post-dilation. The post-dilation could over expand or stretch on valve, leading to suboptimal valve leaflets coaptation, resulting in central regurgitation. Additionally, it is recommended to use the same ew delivery system to perform the post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information was provided via medical records. Hemodynamic and angiographic data were obtained on the same day of the balloon valvuloplasty during the cath procedure but prior to intervention. The initial assessment was significant for a peak systolic ejection gradient of 15 mmhg across the pulmonary outflow and angiographic stenosis at the level of the pulmonary valve. The right ventricle (rv)/right ventricular outflow tract (rvot) power injection in the rvot revealed in-stent narrowing at the level of the in-situ valve with delayed ejection of contrast into the main pulmonary artery (mpa) and pulmonary arteries. The in-situ valve was noted with thickened leaflets. Ice interpretation revealed moderate stenosis through the rvot with trivial regurgitation and limited motion of the right leaflet of the sapien 3 bioprosthetic valve. Following initial dilation, the valve exhibited moderate-to-severe pulmonic insufficiency, prompting the implanter to proceed with valve-in-valve intervention. The physician performed a second dilation using a 26mm non-edwards balloon to fracture the existing valve. There was notable waist which completely resolved at peak inflation. The surgical valve ring was noted with mild fracture with valve posts well expanded to a larger diameter. A second 23mm sapien 3 valve was then implanted using the commander delivery system with an additional 3cc added to the balloon. Post-implant, the second sapien 3 valve appeared slightly under-expanded and was subsequently post-dilated with a 24mm non-edwards balloon. Post valve deployment via ice interpretation revealed the second sapien 3 valve leaflets opening and closing appropriately with good coaptation and normal leaflet appearance. There was no insufficiency and no turbulent flow through the newly place valve. Angiographic and hemodynamic assessments of the valve were performed. The gradient across the valve was 5 mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, and additional code added to h6 device codes. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the updated engineer evaluation. The following sections of this report have been updated: additional code added to h6 investigation findings, and h11 was updated below. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The imagery provided was reviewed by the ew proctor/imager, however limited imagery was provided; therefore, the review was inconclusive. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The hypo attenuated leaflet thickening (halt), valve leaflet motion restriction, stenosis, and central regurgitation resulting in valve in valve procedure were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Leaflet motion restriction which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, thickened valve leaflets were reported. This could affect the function/suboptimal coaptation of leaflets resulting in the motion restricted leaflets. As such, available information suggests patient factors (thickened leaflets) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, a thickened leaflet/halt was reported and noted in the medical record. Thickened leaflet/halt may reduce the eoa (effective orifice area) of valve, and abnormal coaptation with narrow opening, leading to stenosis as reported. Additionally, the patient had restricted leaflet motion, which is another factor that could prevent proper leaflet coaptation, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets , restricted leaflets) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, a non-ew balloon was used for post-dilating the incident valve due to the stenosis, and the regurgitation was observed after the post-dilation. The post-dilation could over expand or stretch on valve, leading to suboptimal valve leaflets coaptation, resulting in central regurgitation. Additionally, it is recommended to use the same ew delivery system to perform the post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.